Event description:
It was reported that during procedure, the anspach drill was very hot to the touch. There is also a distinct burning smell noticed.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill became very hot to the touch when dr. Was burring. There was also a distinct burning smell noticed. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. The drill becoming overheating is indicative of a broken motor drive shaft in the drill caused by wear from excessive forces over time. The root cause was established to be undetermined after investigation.